Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/ or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction revision with a mentor smooth round moderate profile 300cc saline prosthesis experienced spontaneous left sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, an explant was performed on (B)(6) 2020.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 3, 2020. The investigation of the returned device was completed by the failure analysis lab on april 20, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device 7580878 number, and no non-conformances were identified. During visual evaluation, an anomaly was observed on both consistent with a crease/fold. A tear measuring 0.2 cm was also observed within the crease/fold on the posterior view. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).